Event description:
Complaint notes: reporting of possible complications with an implanted cardiac device: patient reports the device feels like its shocking him. Encouraged patient to contact their physician. Advised patient the linq does not have capacity to shock; however, patient data cannot be found in (B)(6) systems. Unsure if this is a medtronic device. Asked for patient ID card - patient could not find. Asked for monitor s/n, patient not at home. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).